Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that no button error alarm noted. However, the act and up arrow buttons did not respond due to corrosion on keypad traces. The device was received with cracked display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. Also, it was reported that the insulin pump alarmed button error three months prior. The customer's blood glucose was 12.2 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.